Manufacturer narrative:
Correction: correcting d9 - device was not available for evaluation correcting h3 - device was not returned and evaluated by manufacturer correcting h6 - testing of actual device was not performed this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h3 and h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flip swith tripping when the power was switched on was not confirmed. The device evaluation found power supply of the facility failed. There was no information on the receipt date of the device into the repair center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flip switch of the visera elite xenon light source tripped when switched on. There were no reports of patient harm. No further report was provided by the customer.